Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, (B)(6) reported the cns-6201a (pu-621ra sn: (B)(6)) display went out. They later found that it needed to be powered on. They were not sure if it powered off by itself or if it was done by the user. Service requested troubleshooting/assistance service performed after learning that they keep the primary and secondary monitoring stations right next to each other, they found out that the cns just needed to be powered on. After letting it load, found that it got a "network service disconnect error". Customer was advised to remove and re-install the ethernet cable, but the facility had the cord locked under a protective cover. Sara advised to notify the biomeds to resolve the issue. Follow up was sent to the customer, but the current biomed (patrick lingenfelter) was not aware of the issue. However, he reported there were no further issues with the cns. Investigation result the device warranty began 10/29/17, which is over 1 year prior to the reported issue. A review of device complaint history found one previously reported issue: ticket 47363 reported (B)(6) 2018: customer reported issue performing change device. Issue resolved with nk assistance. This does not appear to be related to the current issue. There is limited information available as the nurse who reported the incident could not be contacted, and the current biomed was not working at the time of the issue. The cns was found to be powered off. It is unknown if the cns powered off by itself or if it was done by the user. Additionally, the down time of the cns is not known. Per cns-6201a administrator's guide and service manual, the customer is advised in the general handling precautions that the instrument and patient must receive continual, careful attention. Possible contributing factor is user error in lack of attention. There was no reported loss of patient monitoring. Customer indicated both the primary and secondary monitoring stations were right next to each other. The rns, secondary monitoring station, obtains real-time data from the monitoring devices, not through the cns, and therefore patient monitoring at the rns is unaffected by cns downtime. The rns allows staff to monitor patients' vital signs and waveforms, just like the cns-6201a and there are only a few functional differences between the rns and the cns. There is a possibility that a user turned off the cns to avoid redundant information displayed at the two stations. However this is not advised as the rns is intended only for remote patient monitoring, and not to be used as the primary monitoring device. Customer reported no further issues with the cns and therefore it is unlikely that the cns software is corrupted. There is a possibility that the cns lost power, leading to the network disconnect error. Information on whether the facility was experiencing power issues, or if the cns was connected to a ups was not provided. Most of the reported issues were caused by (1) improper shut down, (2) ups failure, or (3) hdd failure. It is unlikely that the current reported issue was caused by hdd failure as customer reported no further issues with the unit. There were 2 issues (50778 & 38591) suspected to be caused by lack of preventive maintenance. Per cns-6201a service manual, customer is recommended to perform regular maintenance inspection at least every 6 months. A maintenance check sheet is provided in the service manual. Additionally, service manual advises customer to restart the central monitor once every three months. Otherwise, operation becomes unstable and monitoring may stop. It is unknown if the proper maintenance was performed on this unit. Based on the given information, this issue is not suspected to be due to a defect of the cns itself. The cns was in use with a patient and there was no reported harm. Corrected information: g4. Date received by manufacturer: should be 03/13/2019 not 04/12/2019 as listed on MDR initial report

Event description:
The nurse reported that the central nurse's station (cns) monitor went out while monitoring patients, but we found that it needed to be powered on. The nurse was not sure if the monitor powered off by itselt or if it was done accidentally by someone. Once the unit was powered on, the cns had an error message that there was a network service disconnect. We asked them to remove and reinstall the ethernet cable, but they could not as the cord was under a protective cover and their it needed to come and assist with that. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) monitor went out while monitoring patients, but we found that it needed to be powered on. The nurse was not sure if the monitor powered off by itself or if it was done accidentally by someone. Once the unit was powered on, the cns had an error message that there was a network service disconnect. We asked them to remove and reinstall the ethernet cable, but they could not as the cord was under a protective cover and their it needed to come and assist with that. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) monitor went out while monitoring patients, but we found that it needed to be powered on. The nurse was not sure if the monitor powered off by itself or if it was done accidentally by someone. Once the unit was powered on, the cns had an error message that there was a network service disconnect. We asked them to remove and reinstall the ethernet cable, but they could not as the cord was under a protective cover and their it needed to come and assist with that. No patient harm was reported.